Manufacturer narrative:
Follow-up #1 date of submission 11/09/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a visual inspection of the pump showed no evidence of moisture or corrosion in the battery compartment. The pump failed a leak test due to a crack in the upper right hand corner of the display lens. The pump cover was opened and no moisture or corrosion was found in the pump. Unrelated to the complaint, the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/colorspctrm w/moist) issue. It was noted that the screen could not be read safely and there was moisture within. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.